Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (did not ask mg/ml at did not ask mg/day), clonidine (did not ask mcg/ml at did not ask mcg/day), and bupivacaine (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) more than two hours ago and the pump showed it was still stalled but had not been alarming. The healthcare provider (hcp) confirmed that the logs did show motor stall recovery after interrogating the pump. The technical service (ts) reviewed telemetry motor stall and the expectation of no audible alarm when in telemetry state.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.